Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced insufficient blood flow through the device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported that blood collection set did not meet specified flow rate. Blood collection set did not meet specified flow rate. The product is expected to achieve a flow rate of at least 1.9 grams in 30 seconds. 3 samples were tested. 2 out the 3 samples did not meet the threshold. There was no customer, hcp or patient involved.

Manufacturer narrative:
The following fields were corrected: d2: medical device manufacturer: becton dickinson infusion therapy systems inc. G2: medical device manufacturer: becton dickinson infusion therapy systems inc. H6: investigation summary: bd received 4 samples from the customer in support of this investigation. As the devices had been opened, they are considered contaminated and cannot undergo functional testing. Therefore, the devices will be inspected for any potential causes of occlusion that would result in low flow. This includes the cannula, base of the needle hub, and luer connection and, the customer's indicated failure mode for insufficient blood flow was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
Material no. 367324, batch no. 1147515. It was reported that blood collection set did not meet specified flow rate. Blood collection set did not meet specified flow rate. This occurred at (B)(6) lab. 23g push button blood collection set was being tested (benchtop testing) in preparation for an upcoming test. The product is expected to achieve a flow rate of at least 1.9 grams in 30 seconds. 3 samples were tested. 2 out the 3 samples did not meet the threshold. There was no customer, hcp or patient involved. Samples have been retained.